Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Right angle extension cable showed some exposed wire but did not affect the performance of the unit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable.